Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found that only a piece of the suture is shown, it is broken and frayed. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the 4.5 healix advance br w/ocord would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such as; handling of the device or product interaction during procedure, suture was over tensioned and consequently caused its breakage. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: this is report 1 of 2 of (B)(4).

Event description:
It was reported that during a rotator cuff repair surgical procedure the 4.5 healix advance br w/ocord device suture was broken off when tightened. The same problem happened again. Another like device was used to complete the procedure. There was no delay in the procedure reported. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found that only a piece of the suture is shown, it is broken and frayed. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the 4.5 healix advance br w/ocord would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to procedural variables, such as; handling of the device or product interaction during procedure, suture was over tensioned and consequently caused its breakage. As per IFU apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.